Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. There was no patient contact. The lens was discarded by the facility.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): lens was discarded by the facility. Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text: lens was discarded.